Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece. One whole grip was found to be broken off. The broken piece was not returned with the instrument. Further inspection found a broken yaw pulley near the broken grip base. Additionally, the instrument was found to have a broken bipolar yaw pulley near the grip. Broken piece is not missing as a result of breakage. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The instrument grip was broken off at base of the grip tip. The complaint regarding broken forceps was confirmed by failure analysis.

Event description:
It was reported that during central processing the fenestrated bipolar forceps instrument was found to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the forceps tip was broken. The tip was missing. The material missing was found during central processing.